Manufacturer narrative:
Summary of event: as reported via a retrospective post-market clinical follow-up study, a performer introducer ¿cracked¿ during a procedure involving retrieval of another manufacturer¿s inferior vena cava filter. The filter had been in place for 31-180 days and was no longer clinically needed. The filter had not been previously manipulated and there were no previous retrieval attempts. The legs of the filter were not embedded in the caval wall; however, the filter was tilted at an angle greater than fifteen-degrees, and therefore, the user reportedly expected complex removal techniques to be required. After a thrombectomy was performed, the performer introducer was inspected, and the distal end of the sheath was noted to be cracked. An unspecified wire guide, forceps, and ¿double-sheath¿ were used during the procedure, as well as a cook gunther tulip filter retrieval set and a cook cloversnare vascular retrieval set. There was no malfunction of the cook gunther tulip retrieval set or the cook cloversnare retrieval set. The filter was successfully retrieved, and no additional retrieval sets were needed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Investigation evaluation: reviews of the instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. The lot number was not provided to cook, and a search of sales was unable to identify the lot; therefore, the complaint history and device history record could not be reviewed. The product IFU states ¿before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the limited information provided by the customer and the results of the investigation, cook could not determine a cause for this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported via a retrospective post-market clinical follow-up study, a performer introducer ¿cracked¿ during a procedure involving retrieval of another manufacturer¿s inferior vena cava filter. The filter had been in place for 31-180 days and was no longer clinically needed. The filter had not been previously manipulated and there were no previous retrieval attempts. The legs of the filter were not embedded in the caval wall; however, the filter was tilted at an angle greater than fifteen-degrees, and therefore, the user reportedly expected complex removal techniques to be required. After a thrombectomy was performed, the performer introducer was inspected, and the distal end of the sheath was noted to be cracked. An unspecified wire guide, forceps, and ¿double-sheath¿ were used during the procedure, as well as a cook gunther tulip filter retrieval set and a cook cloversnare vascular retrieval set. There was no malfunction of the cook gunther tulip retrieval set or the cook cloversnare retrieval set. The filter was successfully retrieved, and no additional retrieval sets were needed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
G4: PMA/510(k) number = k171999 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.